Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported there was a recognized artifact displayed on an image. The philips field service engineer (fse) evaluated the system and checked the raw data to confirm the report of the ring artifact. The fse found the compensator in the a-plane collimator as cracked and replaced the compensator to resolve this issue. The fse confirmed there was no harm to a patient and no misrepresentation as a result of this reported issue. The system is in clinical use. This issue has been determined to not be a reportable event.